Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, complains of vaginal protrusion,there was approximately a 2 cm suture at the vaginal introitus, which was removed and all other vaginal sutures are in place. The sling is in good support - evidence of candidiasis. Complains of urinary retention with slow stream and vaginal atrophy. Malodorous vaginal discharge, increase in pelvic floor fullness, bloating, leaks urine with coughing, sneezing, feels tissue falling down, dry in vaginal area, painful intercourse, pelvic floor relaxation, stress urinary incontinence, vulvovaginal atrophy, painful bowel movement, large area of candidiasis. Examination on (B)(6) 2010 revealed grade ii rectocele and minimal cystocele, sling seems very good placement. Complains of swelling and recurrence of pelvic pain and discomfort, bladder prolapse and denies incontinence - little atrophy of vagina, lower abdominal tenderness particularly in suprapubic area. Excellent support on side walls and apex. Sling in good placement. Ultrasound on (B)(6) 2011 were negative. Complains of bladder falling out, chronic lower abdominal/pelvic pain, constipation, feels like vaginal tissues like ball in between legs, noticing pressure, occasional stress urinary incontinence, urinary urgency, cramping and diarrhea. On examination tenderness to deep palpation of lower right quadrant in groin, external genitalia and vagina atrophic, evidence of small grade 1-2 rectocele and minimal cystocele - CT on (B)(6) 2012 was negative - abdominal/pelvic pain status post multiple surgeries, mild pelvic floor relaxation, vulvovaginal atrophy, constipation.

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.